Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the apollo catheter ruptured in the middle while using balt embolic. As a result, non-adhesive material got into the vessels of the medulla oblongata and cerebellum, and there were neurological symptoms. The patient was undergoing treatment for malformation embolization with non-adhesive material. The patient's vessel tortuosity was normal. The access vessel was the vertebral artery, basilar, and outgoing branches. It was reported that there was no friction or difficulty during delivery or injection. Besides the rupture, there was no other damage to the catheter. Force was not applied during delivery or removal. The catheter was not entrapped/stuck, there was no vasospasm, and the catheter was not stuck in the guide catheter. No addition or medical surgical intervention was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the apollo catheter ruptured in the middle while using balt embolic. As a result, non-adhesive material got into the vessels of the medulla oblongata and cerebellum, and there were neurological symptoms. The patient was undergoing treatment for malformation embolization with non-adhesive material. The patient's vessel tortuosity was normal. The access vessel was the vertebral artery, basilar, and outgoing branches. It was reported that there was no friction or difficulty during delivery or injection. Besides the rupture, there was no other damage to the catheter. Force was not applied during delivery or removal. The catheter was not entrapped/stuck, there was no vasospasm, and the catheter was not stuck in the guide catheter. No addition or medical surgical intervention was required.

Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition: the apollo micro catheter was returned for analysis within a shipping box, within a sealed plastic biohazard pouch and within an opened apollo outer carton. Visual inspection/damage location details: no damages or irregularities were found with the apollo micro catheter hub. Solidified onyx was found within the apollo catheter hub. The apollo catheter body was found ruptured ~8.1cm from the distal end with onyx residue found within the rupture. No bends or kinks were found with the apollo catheter body. The apollo tip was already detached from the catheter, and the detached tip was not returned for analysis. Testing/analysis: the apollo micro catheter total length was measured to be ~166.4cm, the usable length was measured to be ~160.3cm. It could not be determined if the apollo useable or distal floppy segment lengths met specification as the tip was found to be detached. The ldpe coupling tube overlap length was measured to be 1.5mm, which is within specification (specification: 1.0mm - 2.5mm). Onyx residue was found with the ldpe overlap region. The apollo micro catheter could not be flushed as it was found to be occluded with the onyx. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter rupture¿ report was confirmed. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance, or pauses longer than two minutes. However, the cause for the rupture could not be determined. Regarding the detachment of the distal tip, as an issue was not reported by the customer, the cause could not be determined. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. The results of the catheter burst testing and tip detachment tensile value were reviewed for any anomalies; the data was within the expected and established specifications. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported the doctor was able to pick up the non-adhesive material with a thrombo extractor and another part of it from the basilar artery into the vertebral, blood flow through the basilar artery was restored. After the patient woke up, the left side was paralyzed, a week later the symptoms were resolved and the patient was discharged without neurological symptoms. At the time of discharge from the clinic, x-ray images of the patient in the medulla oblongata of the ischemic zone and one vertebral artery are blocked.

Manufacturer narrative:
A2. Pt dob updated ((B)(6) 1993) b5. Updated with additional information received. H6. Coding updated based on additional information received. Related to reports submitted for duplicate event with medtronic. Reference #:(B)(4). All further information will be processed in this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the patient was alive with neurological symptoms, paresis, and speech disorder. The physician did pause during injection. The doctor complied with the rules for using the products.